Event description:
Mw5167325: the account alleges that a pericardial effusion occurred. A pigtail catheter was advanced into the la, but the physicians noted the pigtail got stuck in an unknown location and caused difficulty with navigating into the laa. An effusion was noted in the left ventricle, and it was monitored for the patient. No intervention was performed in response to the effusion. The procedure was aborted due to the effusion. The patient fully recovered and was discharged the following day.

Manufacturer narrative:
The suspect medical device will not be returning for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.